Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, decreased r-waves, and increased thresholds. An impedance decreased was noted shortly after implant, but is now stabilize. The lead remains in use. No patient complications have been reported as a result of this event.